Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the device has a partial display. No patient impact or consequences were reported.

Event description:
The customer reported the device has a partial display. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. External visual inspection showed the housing is cracked. The unit was able to power on using lab stock batteries. The device was able to obtain readings and alarm alert conditions with audible and visual status indicators were fully functional. When powered on the display had failed led segments. Internal inspection showed contamination on the instrument board component u15 which is involved in display output. A service history record review reveals that this unit was in the field for over eight (8) years with no previous reported issues related to this reported event.